Event description:
It was reported that turns off when light >50% local staff unsure if it is also too noisy (fans). This fault was found in use, when clinicians increased the brightness. There are no further details of the case (how they continued). Hence there is a loss of light.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.